Manufacturer narrative:
The hospital has been asked a number of clinical questions. (B)(4).

Event description:
Information available: "an email was received by ethicon from the sr. Marketing manager. The sale representative was following up with the surgeon regarding the use of surgiflo. Surgeon replied to sales representative, "we had one patient who died from surgiflo embolus to the lungs (not my case, dr. (B)(6)'s) but otherwise good results overall." No further information has been provided."